Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "a cath needle sheared guidewire off into the soft tissue of the patient's right side of neck. This was left after an attempted placement of tunneled catheter in the right internal jugular vein.". The guidewire was surgically removed from the patient. The patient's condition was reported to be fine.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "a cath needle sheared guidewire off into the soft tissue of the patient's right side of neck. This was left after an attempted placement of tunneled catheter in the right internal jugular vein.". The guidewire was surgically removed from the patient. The patient's condition was reported to be fine.